Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for patient 10 of 11. In an excerpt from the 2018 dkg annual meeting, "cruciate retaining versus posterior stabilized total knee arthroplasty for the treatment of valgus osteoarthritis?" The following is noted: "in the cr group, 11/97 patients were revised due to a.p. Instability..."